Event description:
During an in clinic follow up, diagnostic imaging was performed and the right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned to resolve this event. The patient was stable.